Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unit was not booting and orifice unit was dirty. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the video not playing on the screen was a faulty main board (cm), in addition the cause of the unit not booting, due to which the front panel was not working, and no signal on the monitor was due to a faulty main board (cm), and the cause of the dirty orifice could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video system center had the video not playing on the screen during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.